Event description:
The medwatch received stated that the blade inside the instrument jammed within the jaws upon application. The jaws were then unable to be re-opened. The device was removed from the surgical field and another instrument was opened in order to complete the procedure. There was no pt injury. The site contact was unable to provide add'l info regarding the incident and indicated that the device was discarded ater the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.